Manufacturer narrative:
Product analysis: visual and optical examination of mas crown identified symmetrical loading of the rod. Functional evaluation of the mas found the implant capable of performing its intended function.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior lumbar inter-body fusion at l4/5 and posterior lumbar fusion at l3/4 on (B)(6) 2013. L3, l4, l5 was fixed with pedicle screws. Post operatively, both sides of l3 screws were loosened .patient complications were reported as low back pain. On (B)(6), each l3 screw in the left side and right side (both 6.5mm) was replaced with 7.5mm and 8.5mm, respectively. L4/5 was confirmed to be fused, but l3/4 was not.